Manufacturer narrative:
Cmpl-(B)(4). Weight/ remove - correction. Weight units/ remove - correction. Describe event or problem - additional information. Device available for evaluation - additional information. Device returned to MFR - additional information. Date device returned - additional information. Initial reporter zip code - correction. Date received by mfg - additional information type of report - updated/follow-up.. Type of follow up - correction/additional information/device evaluation. Device evaluated by mfg - additional information. Evaluation included - additional information. Type of investigation - additional information. Investigation findings - additional information.

Event description:
It was reported that signal loss over an hour occurred on for receiver with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. The reported event of signal loss over an hour is reportable because a loss of connection was found. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).